Event description:
It was reported that during a lap cholecystectomy procedure, the device stuck in the closed position on tissue. The device was jiggled around and it came loose. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.